Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus and cursor alignment are intermittent. Bezel overlay assembly found out of electrical specification. Analysis also found the programmer failed common mode wrist tests due to the link electronic module (lem) printed circuit board assembly.

Event description:
It was reported that the programmer's stylus touch pen was not working. The pen was not hitting the targeted field correctly, even after being calibrated. When using the stylus there is a delay or no response on the programmer, even when multiple stylus pens were attempted. The programmer has been returned for service. There was no patient involvement.